Event description:
It was reported that customer was hospitalized due to dka. Prior to hospitalization customer had stomach pain, was vomiting and dehydrated. Unable to complete troubleshooting. Customer was instructed to monitor blood glucose leves; explained the 2 high blood glucose rule and instructed customer to call back for high pressure test when clamp arrives.